Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected locking of screen, audio and or beep anomaly, and no motor error alarm noted during testing. The insulin pump was unable to prime during prime testing due to loose drive support disk. Motor was tested outside the device and passed. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at window display corner, cracked belt clip slot, loose and or shifted end cap sticker, and scratched case.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 405 mg/dl. Nothing further reported.